Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited error code e103 (spare lamp error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: code: e103. Error message: clv lamp err please check examination lamp. Possible cause: the light source has broken down. Olympus will continue to monitor field performance for this device.